Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable root cause is unable to be determined. A device history review could not be completed due to the unknown lot number.

Event description:
The event occurred on an unspecified date involving a secondary set, 34 inch, non-dehp with infusion stand hanger, and it was reported that mobile and immobile debris floating in the drip chamber of the intravenous tubing after spiking a normal saline bag was found. The speck could not be removed from the plastic inner surface of the drip chamber even with aggressive scraping using a scalpel. There was no reported patient involvement, and no reported harm.